Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, d4, g3, g6, h1, h2, h3, h4, h6, h11. Proposed annex g code: mechanical (g04) - drill. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product/provided pictures identified the device returned shows signs of prior use. The threads of the reamer are damaged on the proximal end and there is a scratch on the shaft of the reamer. The tip of the reamer has some gouging and is also split. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the central post reamer felt very tight and difficult to insert through the guide pin. The surgeon noted that the tip of the reamer was damaged. No adverse event has been reported as a result of the malfunction.